Manufacturer narrative:
10 needles impacted by this event. See enclosed medwatch section c completed.

Event description:
Pharmacy informs us that a patient complained that at least 10 needles in the pack could not be used. These were already triggered. Bd autoshield duo sich 5mm. Pzn: (B)(4).

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made in h6 (investigation type and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.